Event description:
It was reported that the patient presented via a merlin.net remote transmission. It was discovered that their right ventricular (rv) lead exhibited episodes of non-sustained rv oversensing and it was noted that there was one instance of pacing inhibition. Intervention did not take place at the time. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the right ventricular lead was capped and replaced on (B)(6) 2022. The patient was stable.